Event description:
It was reported that the attempted replacement rv lead fractured while trying to implant it and the lead was unable to sense anything but noise. Therefore the lead was not used and replaced with a new lead which was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. However, several conductors were distorted, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant.